Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and manufacturer site and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint of a customer having a bad batch of tubing was received. No product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the model and lot number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: our infusion department saw some air in line this morning and was able to take a picture of the air, and the medicine, also we have been able to narrow down another medication was abraxane.